Manufacturer narrative:
Results: the distal tip of the neuron max was fractured approximately 82.0 cm from the hub. Conclusion: evaluation of the returned neuron max revealed that the distal tip of the sheath was fractured. If the packaging mandrel becomes loose from the packaging card during retraction of the device from its packaging, the packaging mandrel may pin the cat8 between the packaging mandrel and the packaging tube. If the device is subsequently forcefully retracted while pinned, a damaged distal tip may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, a hospital staff member opened a neuron max 6f 088 long sheath (neuron max) package and began prepping the neuron max. It was then noticed that the tip of the neuron max appeared to be stuck to the packaging mandrel and looked damaged. The damage to the neuron max was found prior to use and, therefore, was not used in the procedure. The procedure was completed using a new neuron max.